Manufacturer narrative:
This complaint is not confirmed. Although there is no faulty sample returned, the documentation of the incident shows obvious signs of bad positioning/movement of the catheter into the patient heart which causes cardiac tamponade. In the product's IFU we warn: "the catheter tip must not be advanced into the heart (right atrium). The location of the catheter within the heart may cause cardiac tamponade, or cardiac arrhythmias. It is advisable to make checks of the catheter tip position at regular intervals throughout the usage of the catheter". Obviously the user did not follow this advice although he stated in the additional email correspondence that the hospital checked the catheter´s tip position daily by xro. In contrast to that they only sent two unsharp xro pictures dated (B)(6) 2016. The PICC was removed at the beginning of resuscitation. Pleural and pericardial puncture drainage was performed approximately 20 ml and 8 ml respectively of liquid white appearance, similar to total parenteral nutrition. Death was found at 13:30, after 30 minutes of resuscitation.

Event description:
The newborn hospitalized in the nicu had episodes of bradycardia since the day (B)(6) 2016, during the night shift. On the morning of (B)(6) 2016 continued with episodes of bradycardia. Around (B)(6) started a cardiopulmonary resuscitation. Resuscitation maneuvers were initiated for 30 minutes with cardiac massage and doses of ev. Adrenaline. The PICC was removed at the beginning of resuscitation. Pleural and pericardial puncture drainage was performed approximately 20 ml and 8 ml respectively of liquid white appearance, similar to total parenteral nutrition. Death was found after 30 minutes of resuscitation.

Manufacturer narrative:
Vygon is waiting for return of the device to perform an investigation. When this investigation is completed the results will be communicated to FDA within thirty days via follow-up MDR. This is the first incident report received for a cardiac tamponade on code 1252.35 and the first case of death for this code.

Event description:
The newborn hospitalized in the nicu had episodes of bradycardia since the day (B)(6) 2016, during the night shift. On the morning of (B)(6) 2016 continued with episodes of bradycardia. Around 13h started a cardiopulmonary resuscitation. Resuscitation maneuvers were initiated for 30 minutes with cardiac massage and doses of ev. Adrenaline. The PICC was removed at the beginning of resuscitation. Pleural and pericardial puncture drainage was performed approximately 20 ml and 8 ml respectively of liquid white appearance, similar to total parenteral nutrition. Death was found after 30 minutes of resuscitation.